Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead had high impedance which triggered a care alert as a result. Noise was observed during arm movement. The svc coil was turned off and defibrillation threshold testing was performed. It was noted that later, the high voltage right ventricular (rv) coil also had high impedance which also triggered an alert. The rv coil was subsequently turned off. Intervention was attempted but aborted due to stenosis of the axillary vein. The lead remains in use. No patient complications have been reported as a result of this event.